Event description:
Customer alleges the front riggings came off the latch, right leg came off as well, seat cushion too small, arms are too short, right arm pad will not stay on arm assembly, and chair shakes and has a loud noise when the chair is turned on. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m91-ts, serial number/date code (B)(4) is approximately (B)(6). The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.